Event description:
(B)(4). Per mark, he stated that he received the unit back and it now has error code 133.6080. Mark stated that the unit has been charging for the past 3 days and still has the error code. No qn,unrelated returns. The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the present date. The device was previously returned for service issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).